Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) customer service alleging that her one touch ping meter does not turn on. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The patient said she tried to use the meter around 11:00 am on (B) (6) 2010, but the meter would not power on with test strip insertion. She stated she felt shaky after she could not test with the meter and she treated herself by taking juice. The csr documented that the meter turned on when the power button was pressed; however, it did not turn on with test strip insertion. The patient's product was replaced. This complaint is reported because the patient alleges that the subject one touch ping meter does not turn on. She claims that she became shaky after the issue started and treated herself with juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.